Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated one of the buttons on the insulin pump were unresponsive. Customer stated they could not exit the insulin pump's history due to the keypad anomaly. The customer also stated they had to press the buttons several times to enable a response. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent due to unlocked connector at lcd board. The insulin pump received with cracked case on the display window corners, cracked display window and minor scratches on lcd window.